Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient. It was reported that the patient did not feel any stimulation, which is occurring daily. There was no trauma or fall that could be related to this issue. When they inserted the trial leads, about 5 minutes later the patient did not feel any stimulation. The manufacturing representative (rep) and doctor were made aware of the patient not feeling stimulation but they still sent the patient home. The issue occurred yesterday, (B)(6) 2016. Additional information received on (B)(6) 2016 indicated that they do not suspect equipment malfunction. They attempted to reprogram. The left trial was in for a couple more days. They suspected lead migration when transferring to the post-operative bed. The loss of stimulation was resolved and trial discontinued, plan to repeat with a stage 1 instead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.